Event description:
It was reported, the patient presented prior to a routine generator exchange. During interrogation, it was discovered, the left ventricular lead exhibited a loss of capture. The lead was capped and replaced (B)(6) 2023. The patient was in stable condition.